Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) representative that a rt266 infant dual heated evaqua2 breathing circuit had a hole in the inspiratory limb. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection returned rt266 infant dual heated evaqua2 breathing circuit confirmed that there was a hole in the inspiratory tube. It was also noted that the complaint device was in use for 30 days. Conclusion: we are unable to determine the cause of the reported event. However, based on our investigation, the reported event was likely due to prolonged use of the rt266 infant dual heated evaqua2 breathing circuit for about a month. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "do not use beyond 7 days maximum duration of use" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) representative that a rt266 infant dual heated evaqua2 breathing circuit had a hole in the inspiratory limb. There was no patient consequence.